Event description:
Patient reported against right side "pain in the chest region", "accumulation of fluid in the region of the prostheses", and "inflammation process". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported against right side "pain in the chest region", "accumulation of fluid in the region of the prostheses", and "inflammation process". Patient additionally reported of crease/folding of implant and calcification and inflammation/irritation. The device remains implanted.